Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 displayed a device not detected on bus error. The customer attempted to recover the drawer multiple times without success. The machine was shut down twice, but the error message continued to appear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not detected on bus. A field service engineer (fse) found all pockets on the enhanced half height drawer main 2.1 and 2.2 were off the bus. All six row board connectors, both retractor band connectors, and all pockets on drawers 2.1 and 2.2 were reseated. All pockets were released, debris was removed, and the lids were tested successfully. The system functioned as intended after the field service engineer repaired the device.